Manufacturer narrative:
The device was discarded at the account, and no lot number was provided. The device history record cannot be reviewed. The contact at the account stated that she felt this was human error, caused by someone on the staff.

Event description:
It was reported that after collecting approx 200 cc's of blood, a cut was noticed on the tubing connecting the reservoir to the blood bag. None of the collected blood was able to be re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood. There are no allegations of adverse consequences associated with this event.